Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that a burning smell was noticed as the attachment device generated heat during operation. It was not reported if the device was used in a surgical procedure, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that a burning smell was noticed as the device generated heat during operation was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had cosmetic damage, was loose, was making an unexpected noise, and had vibration. It was noted that the device had shaft scratches, nose tube loosening, set screw loosening, and abnormal noise and vibration. It was further determined that the device failed pretest for visual assessment, nose tube assembly, thimble set screw, and vibration. The assignable root cause of this condition was determined to be traced to component failure due to wear.